Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the upload processing had failed. A technical support specialist (tss) followed the knowledge article "upload processing failure - purge statistics errors in sync 2.0" and cleared the notice and customer confirmed issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, experienced upload processing had failed for the past two days as indicated on healthsight viewer. However, there were no delay to patient care and adverse events or injuries reported based on this incident.